Manufacturer narrative:
Physician reported over the phone about a patient sustaining burns in the nostrils, on the lip and along the cheek, as a result of a flash fire that occured due to using morpheus8 in proximity with alcohol and oxygen. The treated patient was sedated and was receiving oxygen via nasal cannula. Per doctor, they had just cleaned the face with alcohol and the technician was resuming the morpheus8 treatment before the alcohol was dried, while the oxygen was running through the nasal cannula. The doctor acknowledged the user error, as per IFU using inflammable substances such as aclohol or oxygen constitutes a fire hazard and is listed as warning. As the patient is suing the clinic, the physician became non responsive and no additional information is available at this point (including photos or the clinical form). Nevertheless, it was decided to report this case out of abundance of caution. Should additional information be received, a follow up report will be submitted.

Event description:
Burns due to using morpheus8 in proximity with oxygen and alcohol.